Event description:
It was reported a patient's right ventricular (rv) and atrial leads presented with oversensing noise. The leads were explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2024-72267. It was reported a patient's right ventricular (rv) and atrial leads presented with noise. The leads were explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.